Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump numbers are ramping or the scroll bar is moving up or down with no input from customer. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is not expected to return for analysis. No further details are given.

Manufacturer narrative:
No ramping or scrolling of numbers noted during testing. The device passed displacement test and selftest. All buttons function properly however moisture damage on keypad traces noted.